Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg) ranging from 192-519 mg/dl. Infusion set was changed multiple times and insulin injections were administered to address bg. Pump system check was performed with tandem technical support (cts) and pump wsa found to be functioning as intended. Reportedly, customer changed out the cartridge every 3 days and cold insulin was used to fill the cartridge. Cts informed the contact that humalog insulin was labeled for 48 hour use with the pump and insulin was to be room temperature.